Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced elevated blood glucose while using the ilet and had performed meal announcements; the spouse initially reported concern, and the customer later stated he felt fine, recently ate, and did not require assistance, with guidance provided to check for infusion set leaks, bends, or occlusion alerts. Symptoms included hyperglycemia without reported clinical complications. Outcomes included no hospitalization, no injury, and self-management of blood glucose. Investigation included customer counseling regarding potential infusion set issues and device occlusion alerts, with no device alarms reported during the call and no product return for evaluation. Investigation of this case revealed no confirmed device malfunction or component failure, and the event remained consistent with cause not determined. It was concluded, based on previously established findings for similar reports, that the cause was unclear.